Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss determined that the customer has not had a 2011/2012 error since 10/1/2015, and that the error has been addressed on previous calls. A system check was performed and the system was found to meet all amo specifications. Fss discuss this issue with the amo regional technical support engineer (rtse) and it was decided that no parts replacement is required due to the lack of the error 2011/2012 on the system. The customer also agreed with this decision as the customer reported that the system has been working properly for the past two (2) months. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that they got the safe state error (2011- error getting version strings from instrument host/2012-instrument host timeout error) with the whitestar signature system. The customer also reported that the tones on the machine are different and the aspiration is not working. The customer stated that they were having issues when the rep was doing a demo not during surgery. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.